Event description:
It was reported that the patient expired. The first shock from the implantable cardioverter defibrillator was felt by the patient at home, followed by a second shock. The patient presented in the hospital with cardiac arrest and cardiogenic shock, ventricular tachycardia (vt), cardiomyopathy and respiratory arrest. The physician noted that multiple defibrillation therapies were delivered and additional shocks were required to take the patient out of vt. The patient's pulse was retained and pressure was stabilized. When the patient was in the emergency room, an inappropriate defibrillation therapy was delivered for a heart rate below 100 beats per minute and a magnet was placed on the device. It is unknown if there is an allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Event description:
New information stated that on (B)(6) 2017 the advisory device was explanted from the left side and reimplanted on the right side. On (B)(6) 2017, the patient experienced continued bleeding from the incision site. On (B)(6) 2017 it was noted that the device was functioning inappropriately. On (B)(6) 2017 oversensing was noted on the device and inappropriate shock was delivered multiple times. The device was turned off causing substantial damage to the heart. The patient was taken to the emergency room and passed away on (B)(6) 2017.